Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The company representative reported that the insulin pump's back-up battery failed. It was also stated that the insulin pump began to consume many batteries. The customer had to change the battery three times in one day. The blood glucose reading was unknown. The customer was advised to change the battery, check the settings, and to monitor the insulin pump.